Event description:
Additional information received reported that the patient had a successful implantable neurostimulator (ins) replacement with good coverage. Additional information was requested but was not available at the date of this report.

Event description:
It was reported it was confirmed the patient¿s implantable neurostimulator (ins) was overdischarged for a second time. The patient had stopped using his device because they had to make too many adjustments with their programmer to accommodate the different positions they may be in and many times stimulation felt too strong. A manufacturer representative was in the process of performing a physician mode recharge (pmr). If the pmr was successful and therapy returned it was noted reprogramming may be needed. It the pmr was unsuccessful the physician would discuss replacing the device with the patient. Additional information received reported that they were unable to perform a pmr. The patient was to be scheduled for a replacement of their implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).